Event description:
Patient on the line reporting cassette recall. Pt has recalled lot 4329614. Patient is experiencing flu like symptoms with fever. Advised patient not to use affected cassette and that a week supply will be shipped to her. No further info. IV remodulin pt. No add'l info, details, or dates available. Pump returns tracking info is not available. Photographs were not provided. This is a continuous infusion. No add'l info, details, or dates available. Pump returns tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace the cassette? Replacing. Did the pt have add'l cassettes they were able to switch to? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Will be resolved. Reported to (B)(6) by pt/caregiver.